Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site 46 couldn't been implanted due to a deformation of the implant hexagon during implant placement. Procedure was completed with another implant. Per indicated: damage drive feature. Symptoms as a result of the event: none reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) nt411, osseotite tapered implant 4 x 11.5mm for evaluation. Visual evaluation / functional test was performed. The implant had signs of use with bone debris on external threads. The implants external hex was damaged (rounded). The implant drive feature was damaged as well. This complaint refers to the nt411, osseotite tapered implant 4 x 11.5mm. DHR review was completed for the subject lot number 2022060477. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060477 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged drive feature.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implant external hex was damaged (rounded). The implant drive feature was damaged as well. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.